Event description:
Device malfunction: stent migration symptoms/ae: placement of a second stent. Time of malfunction/ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, after stent deployment, the stent migrated distally, only partially remaining in the lesion. A second stent was deployed to fully cover the lesion. There was no adverse pt sequela reported and one day post-procedure, the pt was discharged to home. Although requested, there was no additional info provided.

Manufacturer narrative:
Evaluation summary: the stent remains in the pt and the delivery system was not returned; therefore, device investigation could not be performed. Based on the instructions for use and no clinical and commerical experience, stent migration is a potential adverse event associated with the use of carotid artery stents. As part of mfg quality process, all catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. Rx acculink instructions for use notes on techniques for accurate stent placement as listed in section 8.8: "ensure that the rhv remains open. Remove any slack from the delivery system and reconfirm the stent position. Caution: prior to stent deployment, remove all slack from the delivery system. While pressing down with the thumb to avoid any forward motion, retract the handle to deploy the stent in the artery." Additionally, appropriate sizing of the stent to the vessel wall is required to reduce the possibility of stent movement. A conclusive cause of the stent migration could not be identified; however, it is possible that circumstances of the case contributed to the stent migration. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.